Event description:
It was reported that the patient underwent a full revision of lead and generator due to lead fracture. The explanted lead was discarded. No further relevant information has been received to date.